Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged internal charged-coupled device (ccd) unit components adhering to the lens. Water leakage due to cover deformation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distorted image (image haze) was due to the damaged charged-coupled device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced an image blur. The event occurred during maintenance. There were no reports of patient involvement.